Event description:
Customer reported that pump declared alarm 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred. Consequently, a replacement pump was arranged, the customer switched to multi-dose insulin therapy, and instructions were given to return the faulty pump using a pre-paid label within 10 days.